Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the protector blue plastic part that was at the tip of the trocar device stayed inside, while pulling back and it separated from the tip part of the trocar. The device replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the distal end of the bladed trocar was disengaged. The disengaged piece was received. The cannula was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged bladed trocar tip may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap. Cholecystectomy , the protector blue plastic part that was at the tip of the trocar device fell into the patient cavity, while pulling back and it separated from the tip part of the trocar. The piece that fell was retrieved. The device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap. Cholecystectomy , the protector blue plastic part that was at the tip of the trocar device fell into the patient cavity, while pulling back and it separated from the tip part of the trocar. The device was replaced to complete the case. There was no patient injury.